Manufacturer narrative:
The device was returned for evaluation. During device testing, there was no power loss or restarting. However, during testing intermittent display blackouts and color bar test patterns were shown due to a faulty printed circuit board. During internal examination, dust was found inside of the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
Olympus service performed device maintenance at customer site. During testing, the video system center would start up and keep re-starting. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions : device is restarted, display blacks out intermittently and the color bar is displayed on the monitor screen instead of endoscope image would likely be a faulty printed circuit board. Olympus will continue to monitor field performance for this device.